Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels faint, weak and lightheaded and will seek medical attention. Customer's expected blood results are 100-150mg/dl fasting. Customer called and stated that his trueresult meter displayed 22 mg/dl (fasting) (B)(6) 2015 7:02 am. Customer stated that he became concerned about the 22mg/dl displayed and contacted emt/paramedics. Upon arrival the emergency response team tested customers blood glucose using their glucometer and received a 428 mg/dl. Customer stated that he then administered 10 units of insulin. Customer stated that he did not have to be hospitalized and that emt did not have to administer any medication. Customer stated that he does not have strips.